Event description:
Medtronic received information that no communication (unresolved), lost sensor alarm, cannot find sensor signal, sensor signal not found occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Transmitter received with contamination at the connector pins. Unable to perform functional test due to contamination damage.